Event description:
It was reported that the customer pressed the quick bolus button multiple times resulting in not receiving insulin and causing the the customer¿s blood glucose (bg) level to be elevated. The customer's bg was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump. Tandem technical support educated the customer on best practice for pressing the quick bolus button.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.